Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed error codes e17 and e21. These error message indicate excessive power consumption by the pumps within the patient circuit. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in the united states. Livanova field service engineer was dispatched on site: a faulty distribution board was detected. After replacing and performing all the functional tests with positive results, the unit returned to service in its expected functions. A review of the device¿s service history confirmed that no similar events have been reported since device date of manufacturing. Based on the investigation findings, the root cause of the event was attributed to an electric/electronic problem of the replaced component, most likely resulting from cumulative wear over time. The wearing of an electromechanical device can be attributed to specific use conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.